Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a rash on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated the rash was the size/shape of the sensor patch, located on the abdomen, and had lasted eight weeks. On (B)(6) 2016 the patient saw his physician and was prescribed ointment. Patient stated that the rash was slowly going away but was still noticeable. No additional event or patient information was provided.